Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. The device was returned opened but unused inside the original tyvek tray. Visual inspection confirmed there was a white debris on the tubing of the device. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection. Package is non-conforming. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to device manufacturing process. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during surgery, the device had a foreign substance, which looked like white powder, were found inside of the sterile tray. It was confirmed that there was a scratch mark on the surface of the back on the tyvek. There was no patient injury. There was a delay of 0 - 15 minutes occurred due to the preparation of a backup product. Due diligence is complete and there is no additional information available.